Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left tibial artery. A non-abbott guide wire was advanced into the patient anatomy and other devices were advanced over the guide wire without issue. The 3.0 x 28 mm vision stent delivery system (sds) was inserted onto the guide wire. During advancement on the guide wire, the physician noted the guide wire was gritty and sticky, and resistance was noted advancing the sds. The decision was made to remove the sds. Resistance was noted during removal and the tip of the sds separated. As the device had not entered the patient anatomy, the sds and the separated tip were easily removed from the guide wire. There was no adverse patient effect. The physician wiped the guide wire. The procedure was continued with implant of two additional vision stents using the same guide wire. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.